Event description:
It was reported to philips that the system would not boot up, stuck at 00:00. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer inspected the system onsite and confirmed that reported problem. Upon troubleshooting, fse found the cause of the malfunction was determined as there was no power supply, the voltage converter was defective. To resolve the issue, fse replaced the power supply. After replacing the power supply, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.